Manufacturer narrative:
The device history record for the reported lot number, 79713, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One partial sample device was received no product packaging was received. The sample did not contain a lot number identification. The device was evaluated and the failure was confirmed. The root cause was not identified. All information reasonably known as of 02-aug-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02-jul-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the enfit nasojejeunal (nj) tube tip broke when it was attempted to be removed. The broken part fell into the patient's duodenum. The healthcare providers were able to retrieve the broken part of the tube, via endoscopy, where it was removed without incident. There was no reported injury. Additional information received 14-jun-2019 stated the device was in use for 28-days prior to the event. The tube did clog during use and was flushed with 30ml to 60ml syringe.